Manufacturer narrative:
It was reported that a cascadia an mi inserter inner shaft fractured at the threaded tip. The fractured tip remains in the cage. This event resulted in a one-hour surgical delay. Manufacturing records were reviewed and no relevant manufacturing issues were found. The instrument and fluoro images were not available so the event could not be confirmed, and further investigation was not possible. For this reason, a potential root cause could not be established.

Event description:
On (B)(6) 2019 it was reported to k2m, inc that a surgery took place in which an oblique inserter broke during removal intra-operatively. A portion of the component remains in the patient.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2019 it was reported to k2m, inc. That a surgery took place in which an oblique inserter broke during removal intra-operatively. A portion of the component remains in the patient.